Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that access system became kinked after a full recapture of the closure device. There was no damage noted to the wds. No patient injury or complications were reported.

Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that access system became kinked after a full recapture of the closure device. There was no damage noted to the wds. No patient injury or complications were reported. It was also reported that the procedure was cancelled.

Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of a watchman access system with a dilator snapped inside the sheath. The device was bloody. The tip and sheath were microscopically and visually inspected. Inspection revealed a kink in the sheath located 61.5 cm from the tip of the device. Investigation of the remainder of the device found no other damage or irregularities.

Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that access system became kinked after a full recapture of the closure device. There was no damage noted to the wds. No patient injury or complications were reported. It was also reported that the procedure was cancelled.